Event description:
Three days after treatment with juvederm ultra in the upper and lower lips, the pt presented with induration, erythema, and pain in the upper left lip, and pain and redness adjacent to the left lip. One week after treatment, the pt presented with an infection in the mouth which "burst in the pts mouth" leaving a mark on the inside of the mouth. The physician prescribed oral augmentin and valtrex. Recent follow up from the physician notes that the symptoms have resolved.